Event description:
Broken connector. Follow up findings: analysis of returned port showed no leakage. Evidence of the use of a coring needle was observed, andis the probable cause of the reported leakage.